Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient experienced pain and suffering, injury and was seriously and permanently injured.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional information and product identifiers based on a review of medical records. The medical records provided indicate the patient experienced infection, pain, inflammation, adhesions, abscess and swelling. Adhesions are listed as a known adverse reaction in the instructions-for-use. While it was reported that the patient experienced mesh infection, the source of the infection is unknown at this time, however, in regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2004 - the patient underwent ventral hernia repair with implant of a davol composix kugel hernia patch. No operative details provided for this procedure. On (B)(6) 2013 - the patient was diagnosed with mesh infection and underwent exploratory laparotomy, lysis of adhesions, small bowel resection, primary anastomosis, explant of the composix kugel mesh followed by repair of complex abdominal wall defect with implant of a non-bard davol biologic mesh. Per operative details "dissection was continued down through the mesh and found the somewhat contracted, scarred piece of kugel composite mesh (ck) which was not incorporated with the muscle in the middle portion but rather adherent to the muscle circumferentially around the edges. Three segments of small bowel that had been densely adherent to the mesh. Two simply appeared to have external inflammatory change with some mesh attached to it. The third piece caused crimping and narrowing of the lumen that was felt to potentially limit the flow, and despite trying to debride and dissect, the segment of bowel was removed."